Manufacturer narrative:
(B)(4). The customer reported to philips that the ac inlet was pulled out of the ac power module and the wires were broken. The customer ordered a new ac power modules which has resolved the failure.

Event description:
The customer reported to philips that the ac inlet was pulled out of the ac power module and the wires were broken.